Event description:
It was reported that on (B)(6) 2012, the patient began throwing up and had a blood glucose level of 700mg/dl. The patient was weak and was subsequently admitted to the hospital. The patient remained on the pump and gave injections. The patient's blood glucose level came down to 168mg/dl. No injections were given overnight and the patient's blood glucose level rose over 400mg/dl. The patient was discharged from the hospital on (B)(6) 2012. A review of the pump revealed no issues in the delivery history. The patient believes there is something wrong with the pump. This report is being made based on the allegation of hospitalization due to elevated blood glucose levels.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be torn over the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All of the keypad buttons were found to respond to button presses. The keypad was removed and no damage was found to the key contacts. There were no insulin delivery defects found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.